Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient's implantable neurostimulator (ins) implant site was not healing properly and was possibly infected. Surgical intervention was undertaken and the ins was explanted and replaced. The replacement ins was implanted in a different location. The patient was treated with antibiotics and the issue is resolved.